Manufacturer narrative:
H10: the navio surgical system (part number npfs02000), used in treatment, had an issue when varus was off too much in planning and the axis was incorrect (sideways), during a procedure on (B)(6) 2018. This was fixed with a reboot. DHR review found that the software version (navio 6) has been validated. A complaint history review found similar reports and this issue will continue to be monitored. The navio surgical system logs were returned for evaluation and an initial visual inspection confirmed the reported problem. Review of case screenshots and discussion with the reporter found that it is likely that there was stress on the joint during the femur kinematic axis collection. If there is stress on the joint during this process, it can also lead to a tilted medial lateral axis and varus/valgus values that are off. When the user was viewing the femur in the femur free collection stage, they rotated the view to be sideways to look at it from a different angle. The user then went back to the beginning of the case without restarting it and collected points and axis again. When they reached the femur free collection stage, the view was still rotated sideways because the case had not been restarted. This was confirmed by checking the case screenshots side by side, and the axis were rotated at the same angle. The user saw this and believed that the axis was incorrect again and restarted the case. After restarting the case, the femur free collection stage view was reset from the previously rotated position to be viewed straight on, and the user was able to complete the case without further issue. The root cause of this issue was determined to be user error. There are no corrective actions initiated for this issue. To prevent a recurrence of the issue, and for proper care/maintenance and usage of the device, refer to navio surgical system for total knee arthroplasty user's manual.

Event description:
It was reported that during a uka case, at implant planning, balanced ligaments perfectly and placed implant but patient was in 7 degrees of varus preop and it show 10-12 degrees of varus no matter what was done. Something seemed "off" on the mechanical axis so it was decided to start over. Did not exit out of case, just went backwards through software all the way back to validating tracker divot with point probe at very beginning of case. Recollected all points and anatomy and when getting to femur mapping, the rotational and mechanical axis were sideways and the femoral landmarks were sideways. Exited out of case, confirmed correct leg and compartment, restarted case and registered everything again. When getting to mapping and implant planning everything looked more accurate and like what would expect and long leg alignment was 8 degrees varus preop and corrected to 6. Finished case without any other problems.